Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody the proximal portion of the balloon found to be detached from the catheter however it was still intact with the distal end of the catheter. The balloon noted be inverted and prolapsed. The glue bullet found to be pulled out from the proximal glue joint. Both the marker bands are present int the correct position .no other anomalies noted, and no evidence noted on the device returned for evaluation. All the anomalies noted on the microscopic observation. No functional evaluation performed due to the condition of the device which returned for evaluation. Therefore, the investigation has confirmed for identified break as the device returned in a condition were the balloon detached form the proximal joint but still intact with the catheter distally and the glue bullet was noted to pulled out. However, the investigation remains inconclusive for the reported balloon rupture as no evidence was observed on the device and no functional evaluation performed due to the condition of the device which returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023),g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.